Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. The machine underwent unspecified testing procedures; however, the technician did not provide any evaluation information and the machine was returned to service. In the absence of the evaluation results or the actual sample no further testing could be performed. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified connector of an ak96 machine during disinfection prior to patient use. There was no patient involvement. No additional information is available.